Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost therapy approximately around (B)(6) of 2020. Patient failed to charge the ipg as she forget to take the charger during moving to another place and thereby leading the ipg to be inoperable. As a result , patient underwent surgical intervention wherein the ipg was replaced. Reportedly effective therapy was restored.